Event description:
It was reported that during a breast biopsy, the blue cable port is not recognizing the probe and an error code is populating lcd screen. The biopsy was cancelled and the pt has been rescheduled.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.